Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 fallopian tube had an attached metal pin measuring 0.6 cm in length and within the container are 2 coils. The coil measures 2.3 cm in length. Second coil measures 2 cm in length') in an adult female patient who had essure (batch no. E01922) inserted for female sterilisation. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral tubal removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: insertion details left-2 and right- 3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: final diagnosis: bilateral fallopian tubes and coils, salpingectomy: completely transected sections of unremarkable fallopian tubes. Essure coils identified (gross only). Ultrasound scan vagina on (B)(6) 2017: impression: cannot confirm appropriate positioning for either essure device on this study. Hsg is recommended for confirmation. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received- lot number added. New reporter, lab data were added. Medical device removal was replaced with device breakage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 fallopian tube had an attached metal pin measuring 0.6 cm in length and within the container are 2 coils.the coil measures 2.3 cm in length.second coil measures 2 cm in length') in an adult female patient who had essure (batch no. E01922) inserted for female sterilisation. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral tubal removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: insertion details-left-2 and right- 3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis: bilateral fallopian tubes and coils, salpingectomy: completely transected sections of unremarkable fallopian tubes. Essure coils identified (gross only). Ultrasound scan vagina - on (B)(6) 2017: impression: cannot confirm appropriate positioning for either essure device on this study. Hsg is recommended for confirmation. Batch no e01922 production date 2015-06-09 expiration date 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.